Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result of 10.5ng/ml generated by the access 2 immunoassay system for one patient. Repeat testing of the same sample and a subsequent sample yielded 0.04ng/ml and 0.02ng/ml respectively which were within the normal reference range. The patient was transferred to the cardiac step down unit for observation. No reports of death, injury or any other change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in a li heparin pst tube. The false elevated result was analyzed from the primary collection tube with the repeat result from a 2ml sample cup. Qc was within specifications prior to and after the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) went on-site and cleaned the wash carousel, replaced the mixers and mixer belt and verified all alignments and ultrasonics which were within specifications. All verification testing met specifications. No clear root cause could be determined.